Manufacturer narrative:
Other text: the customer's concern regarding failed accuracy was unable to be confirmed. Running three accuracy tests, the pump was found to be within manufacturing specifications. Root cause was unable to be established.

Event description:
It was reported that cadd legacy pump failed delivery accuracy test. No patient in jury was reported.